Event description:
It was reported that a patient's family member with an artificial urinary sphincter (aus) contacted the patient education team to request a replacement bracelet for an ams 800. The patient stated that the device was not functioning properly and reported the presence of a hole in the urethra caused by the cuff. Surgery to repair the urethra is scheduled for (B)(6) 2025, during which the current aus will be removed. The patient indicated that a replacement ams 800 aus is planned to be implanted approximately six months later, around (B)(6) 2026. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of perforation is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.